Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset area against a post of the lens case. The lens was cleaned with klrp (klotho-related protein klrp). The haptic relaxed into original position after the removal of the dried viscoelastic. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The associated cartridge was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint. The lens was not returned in the reported condition of "failure to deploy". The lens was not returned stuck in a cartridge. It is not possible to confirm the position of the lens while inside the associated non returned cartridge. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure it was found that failure to deploy lens was folded. Additional information has been requested.